Event description:
It was reported that the implantable neurostimulator and extensions were explanted following the death of the patient. The death was not device related. A diagnosis of poorly differentiated large cell carcinoma with features of poorly differentiated adenocarcinoma was noted in the file.

Event description:
Additional information received reported a needle core biopsy of the patient's liver was conducted under conscious sedation on (B)(6) 2010. The patient was given morphine for pain control, intravenous fluids, lovenox for deep venous thrombosis (dvt) prevention, megestrol to stimulate appetite, and roxanol for pain and dyspnea. The patient was admitted to hospice on (B)(6) 2010 at a nursing facility and a do not resuscitate (dnr) order was placed.

Manufacturer narrative:
Concomitant medical products: extension model 7482 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2010, extension model 7482 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2010, lead model 3387-40 lot# j0424862v implanted: (B)(6) 2004 explanted: unknown, lead model 3387-40 lot# j0424862v implanted: (B)(6) 2004 explanted: unknown. Analysis of the neurostimulator model 7428 serial (B)(4) found no anomaly. The connector block and insulation coating were scratched, and there was foreign material in the connector ports. The ins output was tested at the distal end of the extension. Good stable output was observed on electrodes 0 through 5 and electrode 7. Electrode 6 was open. This was verified to be on the #2 extension only. The ipg was functionally ok. Analysis of the extension model 7482 serial (B)(4) found no significant anomalies. The extension was functionally ok, but stretched. The outer insulation was twisted. Continuity was acceptable and there were no shorts. Analysis of the extension model 7482 serial (B)(4) found a broken conductor at the distal end of the extension. The #6 conductor wire was broken on the straight wire side of the coiled wire to straight wire crimp sleeve. Electrode #6 was open. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The device was used for an off label indication. The therapy the device was used for was epilepsy.

Event description:
Additional information and details were provided surrounding the patient's death, however, the patient's death was unrelated to the device or therapy.